Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure when mesh implanted? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Onset date/time of the pain from initial surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Date, indication and surgical findings of vaginal portion mesh removal procedure? Was the ¿removal of retropubic portions and tah bso¿ surgery performed? If yes, please provide date, reason and surgical findings for ¿removal of retropubic portions and tah bso¿ surgery? What is physician¿s opinion as to the etiology of or contributing factors to both events? What is the patient's current status? Was the pain resolved? Product code and lot number? Adverse event regarding vaginal portion mesh removal was submitted. Adverse event regarding continued pain and required retropubic portions mesh removal and tah bso was submitted via 2210968-2020-02873.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain and vaginal portion of mesh was removed. Additional information has been requested.